Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was found to have high ventricular rate in a follow-up appointment. The atrial sensing was high. The physician programmed the patient and no any adverse consequens happened to the patient.